Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:21:50. During night drain cycle seven, the patient's ultrafiltration reading was 1473ml, indicating the home patient (hp) drained 1098ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. If additional relevant information becomes available, a supplemental report will be submitted.